Event description:
Maude adverse event report: "the procedure required a disposable, laparoscopic 5mm device, which we inserted and removed numerous times through the trocar port. Upon one of the removals of the device from the trocar, it was noted that the instrument tip was not in full. The instrument tip is shaped like the letter "u", allowing the instrument to squeeze around the tissue like a jaw and to close the staple that is released from the base of the "u" shape. When the instrument was removed; the base containing the staple cartridges was still attached to the instrument shaft; however, the "u" shape/jaw became detached. The object was removed immediately from the patient without harm."

Manufacturer narrative:
On 12/19/14 updated - resend this report due to "failed"error message on the submission result summary.this report is to follow up with mw5034340.this is to follow-up with (B)(6) for maude report# mw5034340. However the report did not contain the hospital name hence we could not request the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the evaluation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
This report is to follow up with mw5034340. This incident was found on the maude database with applied medical listed as the manufacturer, and was not reported by the user to applied medical. As the report did not contain the hospital name, we were unable to contact the hospital for additional details or return of product for evaluation. In absence of the subject device, it is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.